Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the catheter wire broke during the implant procedure. The wire was distal in vessel and a section was left inside the patient. The physician planned to check the wire through and will return the segment of the wire. The product was used as is. No additional adverse patient effects were reported.